Event description:
(E1) reported that during the intiation of inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the device experienced a delivery failure. The patient was receiving ventilatory support via a jet ventilator (settings: 46 pip, rate 420, inspiratory time 0.26) and an avea ventilator (rate 5, pip 18, peep 10, inspiratory time 0.6, fio2 1.0). According to the report, the device was set to deliver 22 ppm of ino; however, the displayed delivered concentration read 0 ppm. The hospital staff replaced the affected device with another unit, after which ino delivery was restored and therapy proceeded as expected. No patient harm was reported and the patient responded positively to treatment once the device was successfully exchanged.

Manufacturer narrative:
The device was returned for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with the device's service and test procedures. The device passed all checks related to gas delivery accuracy and other critical requirements. No hardware or software faults were identified that could account for the reported failure. A review of the device log file was performed. The log indicated that the device had remained in standby mode, after completing a successful system test, for approximately six days prior to the reported event. The error occurring after an extended standby period suggests a connection or setup issue may have occurred after the initial system test. This condition would be consistent with the reported reading during attempted ino delivery. Based on the investigation and available information, the device met all performance specifications, and the reported delivery failure is most consistent with a user setup or connection issue rather than a device malfunction. Review of complaint files indicates that this condition remains within established control limits.